Event description:
It was reported that blade was stuck. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon had performed previous dilations prior to the removal difficulty. The balloon was fully deflated during device withdrawal. However, deformation occurred due to extrusion from the vessel wall, causing the blade to become stuck, and the device could no longer be used in the procedure. The device was removed from the patient's body. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the 10mm x 2.50mm wolverine coronary cutting balloon device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 11.5cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that blade was stuck. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon had performed previous dilations prior to the removal difficulty. The balloon was fully deflated during device withdrawal. However, deformation occurred due to extrusion from the vessel wall, causing the blade to become stuck, and the device could no longer be used in the procedure. The device was removed from the patient's body. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.